Manufacturer narrative:
The device was returned for analysis with the balloon separated. The separated portion of the balloon was not returned. Follow-up with the account was performed and the account stated the physician did not notice the balloon was separated. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the highly calcified anatomy resulted in compromising the balloon; thus during inflation resulted in the reported material rupture and noted material separation. Manipulation of the compromised device resulted in the noted stretched inner member. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device return status changed from no to yes.

Event description:
It was reported that the procedure was to treat a highly calcified unspecified lesion. A 2.25 x 15 mm traveler rx balloon was advanced to the lesion and when inflated ruptured at an unspecified atmosphere. The physician commented that the condition of the rupture was unusual. There was no resistance noted during advancement. Another balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. Analysis of the returned device identified a balloon separation. Additional information received from the account stated the physician did not notice the balloon was separated. Therefore, it is unknown where the separated portion of the balloon was located. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.25 x 15 mm traveler rx balloon was advanced to the lesion and when inflated ruptured at an unspecified atmosphere. The physician commented that the condition about the rupture was unusual. There was no adverse patient effects and no clinically significant delay. No additional information was provided.